Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30758632l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) male underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident. There was no product defect. Partly because the sedation during the operation was deep, the patient was found to be poorly awake after the end of the procedure and to have weak grip strength in the right hand after awakening. The patient had no discomfort in moving the left hand and both feet. A head CT scan was performed after the procedure, but there was no cerebral infarction or cerebral hemorrhage in the acute phase. The patient was old and had aortic stenosis to begin with, and blood pressure decreased due to sedation, the physician considered that the event might have been caused by transient cerebral blood flow disorder. After returning to the ward, the grip strength of the right hand tended to recover. MRI scan is scheduled to be performed after a while. The physician commented that cerebral infarction was unlikely because the patient originally had aortic valve stenosis and blood pressure decreased due to sedation, which might have been caused by transient cerebral blood flow disorder, and if it was cerebral infarction, symptoms of paralysis would have developed in the right hand and right foot. The physician's opinions on the relationship between the event and the product: product is not involved. The patient was transferred to another hospital on the day of the ablation procedure for MRI imaging. The patient was found to have a small cerebral infarction at another hospital, but the symptoms that appeared immediately after the procedure were reported to have disappeared. The patient outcome of the adverse event was improved. There was no evidence of char during the procedure and no evidence of blood thrombus / clot during the procedure. The patient history was mitral valve annuloplasty, aortic valve stenosis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.